Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an event of occlusion alarm on 13-jul-2024. It is reported that there is blockage in insulin flow and alarm occurred during the therapy. No further information was available.